Event description:
This case was reported by a consumer and described the occurrence of urinary retention in a (B)(6)-year-old male patient who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation) spray for an unknown drug indication. A physician or other health care professional has not verified this report. The patient's past medical history included enlarged prostate. Concurrent medical conditions included diabetes. Co-suspect medication included biotene dry mouth oral rinse (2013 formulation). Concurrent medications included warfarin sodium (coumadin). On an unknown date, the patient started oral moisturisers (unknown) at unknown dosing. At an unknown time after starting oral moisturisers, the patient experienced urinary retention and urinary dribbling. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was continued. At the time of reporting, the events were unresolved. Consumer reported her husband has been using the products for approximately one month and at 1:00 am. On (B)(6) 2013, he experienced urinary retention and dribbling urine. The manufacturer's report numbers for this case are 1718912-2013-00022 (biotene moisturizing mouth spray (2013 formulation)) and 1718912-2013-00023 (biotene dry mouth oral rinse (2013 formulation)). Biotene is manufactured in (B)(4). The lot numbers for these products are available; however, it is unknown if the products will be returned for quality assurance testing. (B)(4).